Event description:
It was reported the patient had to push down on the charging system in order to communicate with the ipg. The patient met with the physician and it was determined the pressure during the recharging process was causing pain at the ipg site. The patient was to try using an abdominal binder to aid the recharge process.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.